Event description:
It was reported that the ventilator would not cycle every 4th breath. The ventilator was also reported to quit blowing air and alarmed both audibly and visually (disconnect sense). After the patient's caregivers powered the ventilator down and back up, the ventilator ran fine. No patient harm reported.

Manufacturer narrative:
Na